Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. As received, the charger/modem would not power on. Upon evaluation, the power supply unit was defective. The cause of the inability to power on is the defective power supply unit. The root cause of the defective power supply unit cannot be positively identified. No adverse event resulted from the defective power supply. The patient was issued a replacement battery charger.

Event description:
A (B)(6) male patient contacted zoll customer support for an unrelated issue. During servicing of the patient's charger/modem, a reportable problem was discovered. The patient's charger/modem power supply would not power the charger/modem. The patient was issued a replacement charger/modem.